Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had not used the ipg for an extended period of time, rendering the ipg inoperable. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.